Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformance are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient developed nodules, intense hyperemia and cellulitis in the back of hands 7 months after 2 ml juvéderm® volbella¿ with lidocaine injection to the hands. Patient was treated with corticoids and antibiotics, prescribed by another physician. Symptoms were solved after one month.